Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectal cancer. How long was the lar (how far above the dentate line)? About 3-5 cm. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Surgical assist, tina bauler. Tina has extensive experience with device. Has been using regularly since its release in 2019. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not sure. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check-mark indicated on device. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, complete donuts. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 3. What was observed at the site of the leak upon reoperation? Anastomosis was not. Inspected were there any issues noted with staple formation at any point throughout the care of the patient? No issues noted. How was the leak addressed? Ex lap, wash out and diverting ileostomy. Is the ileostomy permanent or temporary? Temporary. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic low anterior resection, surgeon used echelon powered circular for end-to-end anastomosis. Noted that anastomosis was really low. Stapler completed firing cycle as normal. Produced two complete donuts. Air bubble test was completed with no bubbles produced. After surgery, patient contacted surgeon (B)(6) showing symptoms of a leak. CT/MRI scan done, showing a leak. Patient returned to or and had ileostomy put in.